Event description:
The customer returned the autoclavable camera head to the service center, which is an olympus asset with no reported complaint. During device evaluation, stain marks were observed on the switch buttons in the electronics section and failed water leak test. The service repair technician indicated that the most likely cause of the complaint was traced to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Also, for the failed water leak test, the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.